Manufacturer narrative:
The reported event was inconclusive, due to the poor sample condition. The device used for the treatment. It was unknown whether the device had met specifications. It was unknown whether the device had caused the reported failure. Visual evaluation of the returned photo sample noted one opened (no original packaging) meter bag in use. It was noted that there was a large pink, semi-translucent brace on the tubing, which was likely the "bite block" mentioned in the event. This brace seems to cover any traces of whether there was a kink to begin with so the presence of the kink could not be determined. A potential root cause for this failure mode could be due to incorrect assembly operation/ components placement / accessories. The lot number was unknown, therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: patients with known allergy to silver coated catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inlet tube of the drain bag was kinked near the urine meter which caused poor urine flow. It was also stated that to prevent the inlet tube from kink, it was covered with bite block, nipro.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the inlet tube of the drain bag was kinked near the urine meter which caused poor urine flow. It was also stated that to prevent the inlet tube from kink, it was covered with bite block, nipro.